Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted. On (B)(6) 2020, during follow-up calcification was noted. The patient is asymptomatic and the valve remains implanted. An echocardiogram will be performed every 6 months. On (B)(6) 2021, a transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) were performed and worsening aortic regurgitation and possible cusp tear was noted. The pre-operative assessment is scheduled for end of (B)(6) 2021. The patient is reported to be in stable condition.

Manufacturer narrative:
An event of calcification, aortic regurgitations and a possible cusp tear was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.